Event description:
Technical services received a call on 8/13/2012. Caller was just notified that this patient's rv lead will be explanted today at (B)(6) hospital in (B)(6), nc by dr. (B)(6). Patient has an infection. Lead was implanted on (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).